Event description:
Blood backed into the sys 97 pump. The intra-aortic balloon was not returned to datascope for eval. The intra-aortic balloon was discarded by the facility. (Event complications: none from the event-reported 6/1/98.) (Pt's current status: unk-rpt'd 6/1/98.)